Manufacturer narrative:
The insulin pump had broken battery tube threads, cracked reservoir tube, reservoir tube lip, broken belt clip slot, minor scratched display window and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the casing around the battery compartment was broken off and the battery kept falling out. The customer's blood glucose was 14.7 mmol/l at the time of incident. The insulin pump will be returned for analysis.